Event description:
Device 2 of 4. Reference MFR report: 1627487-2012-11888, 11890, 11891. It was reported the pt was receiving inconsistent stimulation, and sometimes felt shocking sensations. The sjm rep met with the pt and determined there were multiple contacts with low impedances. F/u identified the physician determined one of the extensions had partially pulled out of the header of the ipg (reference MFR report: 1627487-2012-11859 for the ipg). It was reported the extensions were replaced and the leads had normal impedances. It was reported one of the leads was repositioned for improved stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.